Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 400-unknown mg/dl). Insulin was delivered via the pump to address bg. Contact initially reported that the pump was not delivering insulin properly. As the contact did not have the pump at the time of the report, tandem technical support was unable to perform a pump system check. Upon follow up, contact reported pump was functioning properly and pump therapy was resumed. Contact/customer required no further assistance.